Manufacturer narrative:
Work order search: no similar claims were reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Results: the lens haptic was torn. The lens was returned in liquid. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
A cc4204a, collamer single piece intraocular lens, +17.0 diopter was returned to the manufacturer with the lens haptic torn. The reporter stated that the back up lens was implanted during the initial surgery but was unable to provide further information. If additional information is received, a supplemental medwatch report will be submitted.